Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump had scratches on screen. The customer stated that the act button of insulin pump had to press really hard to dose insulin. The insulin pump will not be returned for analysis.